Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter with a coyote es shelf box and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the shaft and hypotube of the device. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the mid-shaft. The shaft was microscopically examined; a hole in the mid-shaft at the end of the hypotube was revealed. Microscopic examination presented no irregularities in the mid-shaft that could have contributed to the hole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery through a 6fr non bsc introducer sheath and a 4.5fr non bsc sheath was also inserted in the right popliteal artery utilizing a bidirectional approach. The chronic total occlusion target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A 9 x 14 non bsc guide wire was advanced through an anterograde approach. Then the 3mm x 40mm x 146cm coyote es balloon catheter was advanced to the target lesion for predilation. The balloon was inflated 3 times at 4 atmospheres on each inflation. However, the balloon ruptured at 4 atmospheres on the fourth inflation. The procedure was completed using a 3.5mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery through a 6fr non bsc introducer sheath and a 4.5fr non bsc sheath was also inserted in the right popliteal artery utilizing a bidirectional approach. The chronic total occlusion target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A 9 x 14 non bsc guide wire was advanced through an anterograde approach. Then the 3mm x 40mm x 146cm coyote es balloon catheter was advanced to the target lesion for predilation. The balloon was inflated 3 times at 4 atmospheres on each inflation. However, the balloon ruptured at 4 atmospheres on the fourth inflation. The procedure was completed using a 3.5mm x 40mm non bsc balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).